Event description:
Pt had back to back stents in the saphenous vein graft to the obtuse marginal. Balloon was used to post dilate a stent. First and second inflations to 14 atm were successful, however the balloon burst at 16 atm (which is the labeled rated burst) on 3rd inflation. There were no consequences to the pt. Eval of the returned product revealed a jetstream-type leak in the balloon.